Manufacturer narrative:
D9: 10-apr-2024. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no observable damage. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing duplicated the reported issue. The investigation determined that an inoperable downstream occlusion sensor (dso) was the cause of the reported issue. The dso was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion, the device exhibited an occlusion alarm. When the cassette was removed and reattached, the pump could not read that the cassette was attached. It was further reported that the device had exhibited a ¿cassette not attached¿ which was found during the testing stage. The issue was not related to physical damage or abuse. Per the reporter, there was no patient harm/adverse event.